Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's event. The manufacturer received information reporting kidney disease/toxicity and reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.